Manufacturer narrative:
H3 and h6. Evaluation codes: updated. One decontaminated device sample with original package was returned. Under visual inspection the sample appeared to be in good condition. A functional inflation test was performed and after twelve (12) hours it was confirmed that the cuff was still fully inflated. The complaint was not confirmed/duplicated, and no trend of similar complaints was identified. A device history record (DHR) review reported no discrepancies or non-conformances during the manufacturing of the reported lot number. There were no other customer complaints against the reported lot number.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the cuff did not inflate during pre-trial check. This occurred during priming. There was no patient involvement and no patient harm/adverse event reported.